Event description:
The distributor reported that a hole was identified in the pouch of the kit during their initial inspection of received product. The device was not sent to a user facility.

Manufacturer narrative:
Device evaluation: one unused suspect device was returned for evaluation. The evaluation is in progress. A follow-up report will be submitted when the evaluation has been completed.